Event description:
Partial deflation of right breast implant, followed by an office procedure in which they placed an add'l 70cc of saline in right breast implant. Tissue was found around the valve of implant, otherwise no defect of valve noted.